Event description:
It was reported that a cadd-legacy® 1 pump failed delivery accuracy by +7.55%. No injury was reported.

Manufacturer narrative:
One smiths medical cadd-legacy 1 pump was returned for analysis in good condition. The delivery accuracy tests found the pump to be within the control limit specification and well within the published specification; with inability to verify complaint. Based on the evidence, no fault was found with the pump and are unable to confirm complaint.